Event description:
A customer contacted baxter's technical service center to report the home patient (hp) was complaining of severe pain at the top of her abdomen just below her lungs in dwell 1 of 4 with the homechoice (hc) machine. Additionally, the hp was experiencing shortness of breath. The technical service representative (tsr) assisted with stopping dwell and starting a manual drain. The hp drained 2799 ml and the last volume infused was 2000 ml. The hp just had heart surgery. The caller (hp's daughter) stated that she had paged the peritoneal dialysis nurse. The tsr left the hc machine at "stopped dwell" until the nurse called back. During follow up, the hp's nurse stated that dialysis is being performed with the patient in the hospital on the dialysis clinic's machine. The patient is in the hospital recovering from heart surgery. The nurse reported that the patient's symptoms were a result of the surgery. The patient had been lying flat on her back for some time and had just started to stand up and walk around when she felt the pain. The nurse believes that cause of the pain was the patient healing from heart surgery and not associated with overfill. She stated the increased drain volume was likely due to catheter positioning in this patient. Because the patient was lying completely flat while performing therapy, the nurse stated the tip of the catheter may not have been positioned properly to drain her fully. Incomplete drain may have caused the overfill. The nurse stated there was no patient injury or medical intervention associated with the reported symptoms or the overfill and the hc machine is functioning properly.

Manufacturer narrative:
The nurse did not wish return the homechoice machine for evaluation.